Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: in the upper 400's mg/dl and 135 mg/dl. No adverse event reported. No strips are left to return from the vial, replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: in the upper 400's mg/dl and 135 mg/dl. No adverse event reported. No strips are left to return from the vial. Requested return of suspect device and replacement was sent.